Event description:
It was reported to philips that the heartstart xl defibrillator connector was "imperfect when charge and release the power". There was no report of pt harm.

Manufacturer narrative:
Pr# (B)(4).